Manufacturer narrative:
Product ID 8711, lot# j11286r09, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a procedure done at the hospital and had a reaction in which the patient almost died due to a leaking pump and something to do with dye.